Event description:
A balloon ruptured at 8 atms while dilating a tough venous anastomosis graft lesion in a hemodialysis pt. Another balloon catheter was used to successfully complete the procedure without pt complications. Two devices were received, evaluated and retained by this MFR. Microscopic exam of the first balloon revealed a 2mm circumferential tear located 7mm distal to the proximal ro marker. Microscopic exam of the second balloon revealed a pinhole leak located 17mm distal to the proximal ro marker. The shaft under the balloon was bowed. Scratches and wrinkles were found on the surfaces of both balloons. Although co's follow up indicated the second balloon was used successfully, both balloons were found to have leaks upon evaluation. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over-pressuruzation or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more diffcicult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. One of the devices displayed characteristics consistent with overpressurization, a bowed shaft under the balloon. Both devices displayed characteristics consistent with a sharp external source, scratches on the balloon surface. Therefore, co believes these factors contributed to this event and does not attribute it to the devices.